Event description:
Spontaneous report from pt stating she received premix cassettes last thursday (B)(6) 2021. Pt put on one cassette sunday night (B)(6) 2021 and pump alarmed for 'empty' cassette. Pt inspected cassette and confirmed it was empty though it should have lasted another 24 hours. Pt was able to use emergency kit to mix new cassette, using same pump. Pt had no issues with same pump alarming again. Pt experienced no side effects or symptoms of being off remodulin or getting too much med, no issue with pump, no adverse event reported. Unsure if pt product use error or issue with premix cassette. Pt states she did not accidently reattach cassette that was just used. Pt has already discarded bad cassette but remembers the expiration date on the label was 10/29/2021, lot number unknown. Per backend compounding pharmacy, counts do not show overage, they state cassettes mixed correctly for pt's dispense. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.